Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site eval: samples received: 1 open cassette. There are no previous complaints of this code batch. No units in OEM stock. Received one open and used sample with the needle detached from the thread. Without any closed samples, a complete investigation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples, a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: not applicable.